Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis event was unknown. The patient was hospitalized for the reported event. Treatment for the peritonitis event was not reported. The patient was recovering from the event of peritonitis and was discharged from the hospital five days after admission. Dianeal therapies were ongoing. No additional information is available.